Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and advantage sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat cystocele, rectocele, and stress urinary incontinence concurrently with an anterior/posterior repair, vaginal vault suspension, and implantation of a boston scientific advantage sling. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a posterior colporrhaphy with surgisis graft, vaginal vault suspension, repair of cystotomy, rectocele and enterocele on (B)(6) 2012. It was reported that the patient underwent an unknown mesh implant on (B)(6) 2012 due to stress urinary incontinence, 2nd degree rectocele, and cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.